Manufacturer narrative:
Our investigation of this product customer complaint has been completed. The anesthesia system was investigated by the hospital, no service/investigation was requested. No fault was found, and no parts were replaced. The anesthesia system has been used without issues ever since the event. A complete set of device logs was received. The exact time of the event is not stated but based on the problem description, it has been concluded that the event occurred on 04/03/2025. The case started with ventilation type set to manual ventilation. Three minutes later, the ventilation type was set to automatic ventilation (pressure regulated volume control). Immediately thereafter, alarms such as leakage, expiratory minute volume: low, respiratory rate: low, excessive leakage, check breathing circuit and peep: low were generated. The o2 flush button was pressed twice but alarms such as peep: low, leakage and fio2: low continued to be generated. The ventilation type was then again set to manual ventilation and the case continued in manual ventilation for the last approximately 20 minutes before the case was ended. No more alarms indicating a leakage were generated during this time. The trend log shows that there was no or very little measurement of co2 in the beginning of the surgery. Several other parameters were also affected during this period. The peak pressure was low, the respiratory rate deviated between almost zero and 40 b/min, peep was low. Variations of the tidal and minute volumes can be seen and on one occasion, the fio2 and eto2 dropped from 98% to 53% and returned to 98 shortly afterwards. All the measured parameters indicate that there was a leakage during the beginning of the surgery. The true cause of the reported issues has not been determined but it is likely that a leakage contributed to the difficulties to maintain the delivery of gas to the patient. The information that the bag did not inflate when the anesthetist pressed the o2 flush is due to the system having been in automatic ventilation at that time.

Event description:
Manufacturer's reference number: (B)(4).

Event description:
It was reported that during patient treatment, there was a short interruption of ventilation lasting approximately 30 seconds. There was a decrease in the patient's saturation level. The ventilation was resumed and the case continued for another 20 minutes without issues until the case was ended. Final patient outcome was no injury. Manufacturer's reference number: (B)(4).